Event description:
Male adapter plug disconnected from central catheter. Estimated 50cc blood loss. Pt had put call light on complaining of chest pains. Nurse went into check, noticed pt somewhat unresponsive. Pt determined to have 50-60% oxygen saturation. Nurse looked under sheet, noticed male adapter plug disconnected from catheter and lying on bed. Adapter was put back on catheter, pt was given 100% nonbreather oxygen. Pt responded. Pt is ok now.